Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12nov2019.

Event description:
The customer reported bad smell coming from vent. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) confirmed the reported bad smell coming from the unit. The fse confirms pm (preventive maintenance) was not due, and the problem could not be duplicated. The fse performed extended self-test, and the unit has been run on normal service mode. No abnormalities were found, and the unit returned to service. The customer did report that they made the decision to remove the unit from service.